Manufacturer narrative:
Sc-1132, (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the patient was experiencing discomfort when charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the patient was experiencing discomfort when charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.